Event description:
Patient was putting up lights and felt a pulling sensation in his chest. Cxr showed lead dislodgement. Lead was explanted. No adverse patient side effects were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.